Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema, stent lumen occlusion, increased intraocular pressure (iop), and stent explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case (e.g., patient preoperative condition, intraoperative complications, device position, patient postoperative condition/events that may have affected iop). There is no mention of system failure. Possible root causes are that elevated iop and device lumen obstruction are established risks associated with use of the system, which are clearly specified in product labeling. Another possible root cause is that device explantation, which this surgeon performed to manage the patient's condition, is also specified in the labeling as a risk associated with device use. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that he explanted a micro-stent device due to hyphema, blood clot of lumen of the device, and increased eye pressure. The surgeon does not want to be contacted.